Event description:
It was reported that the atrial intrinsic amplitudes were out of range. The daily measurements correlate with an episode of atrial arrhythmia and isolated under sensing of fine atrial fibrillation (af) on the stored electrogram (egm). The device remains implanted. All other measurements were stable. No adverse patient effects were reported.